Event description:
The customer performed a blood glucose test and received a result of 245 mg/dl. The customer was nervous and upset so they went to the hospital. They were given an IV solution and kept overnight. A lab was done 1/2 hour after the customer arrived and the result was 110 mg/dl. The customer stated they were treated for dehydration. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.